Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2021. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery of a trochanteric fixation nail advanced (tfna) due to a non-union site in tfna on (B)(6) 2021. The hardware was removed without issue, the nonunion site was cleaned out and the intermedullary (im) nail was reamed, and a larger tibial entry implant was implanted. The original implant date was (B)(6) 2021. Procedure outcome and patient status are unknown. This report is for an unknown screw. This is report 2 of 2 for (B)(4).